Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 01-feb-2024 to ensure and to ensure the customer¿s initial concern was resolved- the customer stated he is comfortable with the glucose readings from the replacement products.

Event description:
Consumer reported complaint for erratic and low blood glucose test results. The customer is concerned with test results from results obtained of 78, 136, 139, 87 and 76 mg/dl. The customer¿s expected fasting blood glucose test result range is 90-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 04/30/2025; customer has 2 vials of the same lot number and combined both vials. Both vials were opened the same day, 2 weeks prior to call. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (time not set): result 1: 78 mg/dl date: 1/19 time: 1:38pm fasting am. Result 2: 136 mg/dl date: 1/19 time: 1:05pm fasting am. Result 3: 139 mg/dl date: 1/19 time: 103pm fasting am. Result 4: 87 mg/dl date: 1/18 time: 11:38pm fasting am. Result 5: 76 mg/dl date: 1/18 time: 11:36pm fasting am.